Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  for the past 2-3 week if they are walking or moving around all of the sudden they will feel their implant shock them; pt said the shock is like electricity. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.